Manufacturer narrative:
Product event summary: the partial lead was returned in segments analysis found that the proximal conductor of the lead developed a fracture due to flexing while in vivo. Product ID: 407652, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013, product ID: d154atg, serial# (B)(4), implanted: (B)(6) 2005, explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had a short interval count of 6400 since (B)(6) 2012. There was an episode in (B)(6) 2012 where the lead delivered a shock due to non-physiologic sensing, most likely electromagnetic interference. Around that same time, the rv pacing impedance fluctuated. However, in the past several weeks, the impedance trend has been stable. It was noted that when pocket manipulation was done and simultaneous measurements were taken, there was one elevated measurement. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). 4076 implantable pacing lead 2005 (B)(6).

Manufacturer narrative:
We did receive performance data collected from the device and have analyzed the data. High resistance/impedance was noted with three patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2012 and (B)(6) 2013. The weekly pace lead trend data show various spike increases for maximum right ventricular pace= 408 to 1728 ohms range between (B)(6) 2011 and (B)(6) 2012. Oversensing as noted with thirteen ventricular non-sustained tachycardia episodes<(><<)>=210 ms between (B)(6) 2013. Interference/noise was noted with a ventricular short interval count v-sic=2011 counts, in 27.25 days, between (B)(6) 2013.

Event description:
It was further reported that the lead had occasional high impedance and a possible fracture. The lead was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.